Event description:
Boston scientific received information that this chronic transvenous left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a sudden rise in pacing impedance measurements to greater than 2000 ohms. Lv sensing remained acceptable and lv pacing thresholds increased slightly. The lead did not appear fractured under x-ray, but was unable to pace or sense in a bipolar configuration. No adverse patient effects occurred as a result of this observation.

Manufacturer narrative:
The lv lead was explanted and successfully replaced with a competitive product. While the pocket was open, no visual evidence of a lv lead fracture was noted. The patient's device, which declared elective replacement indicator (eri), was also replaced at this time. The lv lead was discarded after the procedure, and will not be returned to boston scientific. Available information suggests that the explanted device will be returned for analysis. This event will be updated if any additional information becomes available.

Event description:
--

Manufacturer narrative:
Subsequently, this explanted device was returned to our post market quality assurance laboratory for analysis. A review of device memory confirmed that high lv pacing impedance measurements were recorded. Detailed visual inspection of the device noted no anomalies. The device was then subjected to a series of automated diagnostic tests that verified normal pacing, sensing, defibrillation, and recording functions. Final analysis concluded that this device was operating within specification and met labeled longevity expectations. This event will be updated if any additional information becomes available.